Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, when the visera pro video system center is used with a cyf-va2 scope, it may exhibit a color bar. The customer reported this occurs once every 15 days, and also once every 19 days. It was also reported, the user attempted to turn the power on and off, clean the scope connector and reconnected, but the issue was not resolved. There was no harm or user injury reported due to the event. Additional information has been requested for specific event information and to clarify how many times the event has occurred.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received from the reporter indicating the event occurred twice in two different dates. This report is for the event that occurred on july 19, 2022. A report will be submitted for the related event that occurred on july 15, 2022. (Patient identifier: (B)(6)). In addition, it was indicated the device was inspected prior to use and there were no abnormalities observed, the reported issue occurred during a diagnostic procedure. Subsequently, the intended procedure was completed with the same device by unplugging and plugging in the scope several times and turning the power on and off. There was no delay in procedure and no consequence to the patient. A review of the DHR found no deviations that could have caused or contributed to the reported issue. During investigation, the root cause of the reported issue was not identified. However, based on the results of the investigation, it is likely that the processor could not recognize a scope connection because there was dust, water scale, or dirt temporarily adhered to a scope or the electrical contacts of the processor. Olympus will continue to monitor the field performance of this device.